Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the staff was observed not removing the scope from the water during leak testing, only observing for thirty seconds instead of one minute, brushing out of sequence and not completing all brushing steps per the IFU (instructions for use). The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, during observation of staff reprocessing the tjf-q190v duodenovideoscope, the staff was observed not removing the scope from the water during leak testing, only observing for thirty seconds instead of one minute, brushing out of sequence and not completing all brushing steps per the IFU (instructions for use). The device was not used on a patient. No patient infections or injuries reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(to select health professional and user facility). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. Olympus expert staff has already conducted training on proper reprocessing for the user. The event can be detected/prevented by following the instructions for use: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.